Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4)(returned to omsc on (B)(6) 2015). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath had broken off and cracked. Furthermore, there is severe thermal damage on the inner surface of the fragment. Causal for this damage and the breakage of the ceramic insulation is thermal and mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions as the damage and the breakage of the ceramic insulation were caused by thermal and mechanical overload. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that at the end of a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient while trying to perform resection around the bladder neck. No fragment/part remained inside the patient as the ceramic insulation was reportedly retrieved using a biopsy forceps. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.